Event description:
The accounts stated that the left siderail can be raised but will not lock into place. He indicated this was caused by the patient but no further information is available.

Manufacturer narrative:
Repairs have not been completed.